Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead migrated. As a result the patient lost effective therapy. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated.